Event description:
It was reported that during a peripheral transluminal angioplasty procedure a balloon rupture occured. The lesion being treated was located in a vessel in the upper arm. The physician was using a sterling balloon catheter. The balloon was inflated to 6atms for 30 seconds when it ruptured. The patient did not experience any symptoms at the time of the rupture. The device was removed without difficulty and the procedure was completed with a different device. The patient condition is listed as "good".

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. The manufacturing records related to the batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)